Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trail, and was randomized to the hydrocoil embolic system. The pt is a (B)(6) yr old female who presented with an unruptured aneurysm in the right middle cerebral artery (m1). The aneurysm was coiled on (B)(6) 2013 and on day 1 post coiling procedure just before discharge, the pt developed acute ischemia in the right corona radiata and superior aspect of the anterior limb of the right external capsule detected by an MRI and manifested by lethargy, mild left sided weakness, facial droop, spatial extinction, and mild dysarthria. The pt is now improving and was discharged on (B)(6) 2013. The acute stroke was reported as serious adverse event which resulted in permanent impairment of a body structure or a body function and required in subject hospitalization or prolongation of existing hospitalization.